Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered one shock due to oversensing of electromagnetic interference (emi). Technical services (ts) was consulted and review of data revealed it was an isolated episode, with no other episodes stored. This ICD remains in service. No additional adverse patient effects were reported.